Event description:
It was reported via repair work order that the power cord ground pin was missing and the sheathing was torn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: customer to replace power cord.

Event description:
It was reported via repair work order that the power cord ground pin was missing and the sheathing was torn. It was further reported that there was a loss of motor functions due to a cpu board malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation also determined there was a loss of motor functions due to a cpu board malfunction.